Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. It was reported that several reboots were attempted but they did not resolve the issue. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the device would not boot up. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the flex vision pc was failed. The defective flex vision pc was returned to failure analysis which was able to confirm that the failed component was frame grabbers. Fse replaced the flex vision pc. After the replacement of flex vision pc and re-configured the touch screens to have the correct video signals, the system was returned to use in good working order. The codes were updated based on the investigation outcome.